Event description:
It was reported that, "patient had an impossible infection and dr. Took all the components out."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted on the supplemental report. The following other devices were listed in this report: size 9 series 7000 tibial component, size 11 scorpio patella, size 9 15mm scorpio ps insert. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.